Manufacturer narrative:
1 additional sample was alleged to have generated discrepant results on (B)(6) 2025: sample 3: (B)(6) 2025: the initial result was 0.562 mg/dl. The sample was repeated 5 times and generated results of 0.154 mg/dl, 0.154 mg/dl, 0.155 mg/dl, 0.150 mg/dl, and 0.155 mg/dl. The sample was repeated 5 more times and generated results of 0.152 mg/dl, 0.151 mg/dl, 0.150 mg/dl, 0.150 mg/dl, and 0.156 mg/dl.

Manufacturer narrative:
A reagent issue is not likely since the qcs and calibration data are inconspicuous. An analysis of the picture of the affected tube confirms poor sample quality, most likely due to improper handling. The gel layer seems not to be properly separated and is contaminated with erythrocytes. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results for two patient samples tested on a cobas c 503 analytical unit. Sample 1: on (B)(6) 2025: the initial result was 0.569 mg/dl. The sample was repeated 5 times and generated results of 0.187 mg/dl, 0.187 mg/dl, 0.183 mg/dl, 0.183 mg/dl, and 0.184 mg/dl. The sample was repeated 5 more times and generated results of 0.190 mg/dl, 0.198 mg/dl, 0.191 mg/dl, 0.192 mg/dl, and 0.191 mg/dl. Sample 2: on (B)(6) 2025: the initial result was 3.460 mg/dl. The repeat result was 0.112 mg/dl.